Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Two times it happened that customer detected dampness around the adapter and it smells like insulin. At night insulin leaked. Customer made the cartridge change correctly. Dampness around the adapter. No adverse event alleged. Lot not provided. A request was made for the return of the device.